Event description:
Reportedly, when the customer performed a quick bolus, correction bolus, or a bolus with the extended bolus feature off, customer expected immediate insulin delivery; however, insulin was delivered over two hours. Tandem technical support explained to the customer (via email) that pump insulin duration may be set to two hours. The customer did not respond confirming that insulin duration was set to two hours. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.